Event description:
This device was changed out due to over sensing. There was also loss of capture at 7.5v at 1.5ms when the threshold was repeatedly measured on the analyzer and through the device at 1.6v with no over sensing. The physician implanted another pacemaker. The device was retained at the hosp. Should add'l info become available this file will be updated.